Event description:
It was reported approx two weeks ago during a low anterior resection the surgeon was using an ees cdh circular stapler. Upon removal of the instrument, the stapler struck on the anastomosis. The anastomosis was too low to perform another resection, so an abdominoperineal resection was performed. The instrument was not saved. The rep was unable to find out any other details including the size of the instrument. The surgeon has used the cdh for approx one mo.